Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 27. Implant surface not completely covered with bone, sinus perforation, sinus augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.